Event description:
It was reported that the device would not recognize the defibrillator electrodes (3rd party zoll brand) connection via the therapy cable to a pt to display the ECG rhythm. The device default settings for ECG was lead ii, ECG thru the ECG cable as opposed to therapy cable, upon power on. The user reported that they attempted to select the paddles lead using the lead select button without any success. Other paramedics arrived with a zoll device and were able to view the pt ECG and provide defibrillation therapy. There was approx two minutes delay in treatment. The eventual pt outcome is unk and there were no further details on the event and/or the pt provided. Physio-control's clinical review of the reported event determined that there was insufficient data available to determine the impact of the device issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.